Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (800 mcg/ml at 100.02 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient was scheduled for a catheter revision on (B)(6) 2016. No additional information was available. Additional information was received on (B)(6) 2016 and it was reported that the patient had ineffective therapy and med was filling the pocket. A myelogram was done in the operating room on (B)(6) 2016. There was a kink/tear in the pump segment of the catheter that led to the pocket filling and ineffective therapy. The catheter was revised. The patient status was "alive" "no injury". The issue was resolved. It was unknown if any environmental, external, or patient factors led or contributed to the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.